Event description:
Customer reported that her daughter was complaining of "not feeling well" and her muscles were hurting. Her temperature was taken and registered 97.5 degrees. Since the child was not febrile no antipyretic was administered. The child continued complaining throughout the weekend. Each time her temperature was taken it registered what the mother felt was a normal temperature. Finally the decision was made to take the child to the doctor where her temperature registered 104.7 degrees. Ice packs were applied to reduce the fever, and the child was hospitalized. The child was diagnosed with pyomyositis. Only 50 cases of this disease have been reported in the united states. The child has since recovered with no after effects.